Event description:
Joystick is not following a given command. Sometimes will not move at all. Dealer shortened the throw, but that still didn't help. Joystick made the chair run into a table and the user bruised her shin. No medical intervention.